Event description:
It was reported to baxter (B)(4) that one (1) ce intermate lv100 device was discovered leaking before use. The device was filled with 250ml of pamidronate (90mg in 250 ml of 0.9% sodium chloride). It is unknown where the device was leaking. No additional information is available.

Event description:
The facility reported a colleague infusion pump with a failure code of 810:04 that was caused by the ail pcb (air in line printed circuit board) that was out of calibration and was recalibrated by service. The event was reported to have occurred during product evaluation. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module master software version is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4).